Manufacturer narrative:
Several attempts have been made to obtain the cause of death and the involvement in the patient's death, if any, to the verathon device. However, at the time of the report that information has not been provided by the customer. A verathon territory manager visited the facility and isolated the issue to the smart cable, noting a significant kink near the strain relief of the smart cable. At the time of the report the smart cable has not been returned to verathon for evaluation. Should the facility release the affected smart cable for evaluation a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that while responding to a code event, using a glidescope smart cable, the image would cut in and out. When the image cut out the endotracheal tube was inadvertently placed in the patient's esophagus. Reportedly a second device was used to complete the procedure, the type of device used was not reported. The biomedical engineer reported that the patient passed away, however; the reporting biomedical engineer did not have additional details about the cause of death.